Event description:
It was reported by the customer that a pyxis medbank system cubie did not open. The customer reported that a malfunction occurred when the user attempted to dispense medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie did not open. A technical support specialist requested customer to do a cycle count to try and open the cubie, and this time the cubie opened. The system functioned as intended after the technical support specialist troubleshooted the device.